Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed err 121 on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.